Event description:
Related manufacturer reference number: 2017865-2022-03587. It was reported that the patient presented for a routine device exchange. During implantation of the new pacemaker, the set screw of the atrial port would not tighten. The pacemaker was replaced. It was suspected that the lead was bent and contributed to the implant difficulty. The lead remains implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened on the leads was not confirmed. Analysis revealed the atrial setscrew was normal with no stripping or defects. Both atrial and ventricular setscrews showed evidence of incorrect wrench insertions by the user. Therefore, the setscrews could not be engaged and tightened. The problem in the field was related to the user¿s incorrect use of the torque wrench while attempting to tighten the setscrews.